Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. Correction on field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: e102 indicates [clv lamp goes off]. (Cv-190 instructions chapter 9 troubleshooting, 9.2 troubleshooting guide). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the device evaluation was unable to reproduce the reported e102 device error. No reportable malfunctions were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an e102 device error. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with the same device and there were no reports of patient harm associated.